Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone12.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. Pod was not worn. Blood glucose was reported to have reached 280 mg/dl. No treatment was reported.

Manufacturer narrative:
The device was received deployed with data indicating the device was deactivated soon after completion of second prime. No damages or defects were observed that would contribute to a needle mechanism failure. Despite no damages being observed, it could not be determined when exactly the needle deployed. The cause of the event could not be determined.